Event description:
A 360 degree spinal fusion l-3 to s-1 made problems a lot worse: pain, fatigue and having to use cane and brace all the time. Fusion has been removed and replaced. Pain still severe with little hope of getting better. (*)